Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") and diverticulitis ("diverticulitis in colon") in a 38-year-old female patient who had essure (batch no. 372580 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 (last one on sep 2013). She had regular menstrual cycle, bleeding for 7 days and heavy 3 days. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 3 years 7 months after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("swelling of stomach"), menorrhagia ("menstrual bleeding increased"), headache ("headache"), fatigue ("tiredness") and vertigo ("vertigo"). On (B)(6) 2018, the patient experienced uterine leiomyoma ("3 cm intramural myoma") and diverticulitis (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic removal of fallopian tubes and essure implants). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, abdominal distension, uterine leiomyoma, menorrhagia, headache, fatigue, vertigo and diverticulitis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, diverticulitis, fatigue, headache, menorrhagia, uterine leiomyoma and vertigo to be related to essure. The reporter commented: follow-up examination on 13 aug 2014 after essure insertion was ok. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra pt: abdominal pain lower. The analysis revealed 1.142 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") and diverticulitis ("diverticulitis in colon") in a 38-year-old female patient who had essure (batch no. 372580 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 (last one on (B)(6) 2013). The patient has had a couple of menstrual bleedings after delivery and breastfeeding before essure insertion. . On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 3 years 7 months after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("swelling of stomach"), menorrhagia ("menstrual bleeding increased / heavier menstrual bleeding have been started, duration 7 days and very heavy bleeding for 3 days"), headache ("headache"), fatigue ("tiredness") and vertigo ("vertigo"). On (B)(6) 2018, the patient experienced uterine leiomyoma ("3 cm intramural myoma") and diverticulitis (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic removal of fallopian tubes and essure implants). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, abdominal distension, uterine leiomyoma, menorrhagia, headache, fatigue, vertigo and diverticulitis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, diverticulitis, fatigue, headache, menorrhagia, uterine leiomyoma and vertigo to be related to essure. The reporter commented: essure insertion procedure took 5 minutes. Follow-up examination on (B)(6) 2014 after essure insertion was ok. Essure implants removal was performed without problems. Implants were normally in situ bilaterally, implants were managed to remove entirely. Conclusion: clear adverse event which could be connected to essure implants was not diagnosed. The patient had clearly heavy bleeding which had been changed heavier after child birth and with age as usual. Diverticulitis and myoma in uterus were enough to cause pain, bleeding and swelling to the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") and diverticulitis ("diverticulitis in colon") in a (B)(6) female patient who had essure (batch no. 372580) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 (last one on (B)(6) 2013). She had regular menstrual cycle, bleeding for 7 days and heavy 3 days. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 3 years 7 months after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("swelling of stomach"), menorrhagia ("menstrual bleeding increased"), headache ("headache"), fatigue ("tiredness") and vertigo ("vertigo"). On (B)(6) 2018, the patient experienced uterine leiomyoma ("3 cm intramural myoma") and diverticulitis (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic removal of fallopian tubes and essure implants). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, abdominal distension, uterine leiomyoma, menorrhagia, headache, fatigue, vertigo and diverticulitis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, diverticulitis, fatigue, headache, menorrhagia, uterine leiomyoma and vertigo to be related to essure. The reporter commented: follow-up examination on (B)(6) 2014 after essure insertion was ok. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the database was performed on 03-apr-2018 for the following meddra pt: abdominal pain lower. The analysis revealed 1065 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") and diverticulitis ("diverticulitis in colon") in a 38-year-old female patient who had essure (batch no. 372580 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 (last one on sep 2013). The patient has had a couple of menstrual bleedings after delivery and breastfeeding before essure insertion. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 3 years 7 months after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("swelling of stomach"), menorrhagia ("menstrual bleeding increased / heavier menstrual bleeding have been started, duration 7 days and very heavy bleeding for 3 days"), headache ("headache"), fatigue ("tiredness") and vertigo ("vertigo"). On (B)(6) 2018, the patient experienced uterine leiomyoma ("3 cm intramural myoma") and diverticulitis (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic removal of fallopian tubes and essure implants). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, abdominal distension, uterine leiomyoma, menorrhagia, headache, fatigue, vertigo and diverticulitis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, diverticulitis, fatigue, headache, menorrhagia, uterine leiomyoma and vertigo to be related to essure. The reporter commented: essure insertion procedure took 5 minutes. Follow-up examination on (B)(6) 2014 after essure insertion was ok. Essure implants removal was performed without problems. Implants were normally in situ bilaterally, implants were managed to remove entirely. Conclusion: clear adverse event which could be connected to essure implants was not diagnosed. The patient had clearly heavy bleeding which had been changed heavier after child birth and with age as usual. Diverticulitis and myoma in uterus were enough to cause pain, bleeding and swelling to the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the database was performed on 14-jun-2018 for the following meddra pt: abdominal pain lower. The analysis revealed cases 1.236 (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2018: insertion and removal details provided, as well as assessment from reporter. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.